Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2020. The account communicated that the cause of death was not and will not be provided by the customer. The device worked as expected and the outcome was not device related. There was no autopsy performed. No product is available for an evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death was not provided. There were no reported device issues or malfunctions. The device worked as expected and the outcome was not device related. There was no autopsy performed and the device was not returned for evaluation. No additional information was provided.